Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 when attempting to deliver a bolus. Then when attempting to load the cartridge, the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units of insulin. Additionally, the contact reported an inaccurate fill estimate. Review of pump history confirmed the reported event. The customer's blood glucose level was 130 mg/dl. It was confirmed that the customer would continue using the pump for continued insulin therapy.